Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Date of alcl diagnosis: (B)(6) 2020. The events of seroma-late, lymphoma-alcl, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side "seroma, exchange from textured to smooth breast implants due to the patient's concern with the product," and capsular contracture, baker grade IV. Healthcare professional additionally reported "came back positive for alcl." Healthcare professional performed an ultrasound guided aspiration to remove "peri-implant fluid." Pathological markers were provided as cd30+ and alk-. Device remains implanted.